Event description:
It was reported that the device potentially reached eri (elective replacement indicator) early due to high programmed outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed, and analysis of the device revealed normal battery depletion; meets expected longevity. Performance data was also collected from the device and analyzed. Analysis of the data revealed that battery depletion indicated/eri (elective replacement indicator). The time of rrt in the save to disk was on 25-may-2012 where the device was at rrt less than or equal to 2.6251 volts. The daily battery voltage trend data shows min battery equaling 2.631 to 2.618 volts between 21-may-2012 and 09-jul-2012. And there was one patient alert for low battery voltage on 25-may-2012 02:15:00.